Event description:
The plungers were being hard to remove and of leaking past the o-rings that may be causing air bubbles. Advised customer of ways to remove the plunger. Customer does not over-fill the reservoir customer did not know the lot nubmer of the reservoirs at the time of the call, or the amount that needed to be replaced. Advised customer to call the hot line with the lot number of the reservoirs to have replacements sent.